Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issues, the customer reset the pump, reloaded the same cartridge, and resumed insulin.